Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance, during assessment of arctic sun device it was noted both connections between the power inlet module and the ac main voltage circuit card were blackened and burnt / melted. Device not filling was determined by them to be a failed circulation pump. The observation of i.o. Card replaced due to not getting a good connection was determined to be a failed I/o card output on j6.

Manufacturer narrative:
The reported issue was confirmed. Root cause is covered/investigated under CAPA #1405844. Per CAPA #1405844: "the overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause inadequate verification and validation activities of the crimping process single pull test did not provide stability of process evidence was not provided when requested for maintenance of records or crimp tools no crimp cross-sections provided". During evaluation, it was confirmed that the connections between the power inlet module and the ac main voltage card were burned. The power inlet module and the ac main voltage circuit card were replaced. Device was not filling. I.o card was not getting a good connection for the circulation pump. Circulation pump motor had seized bearings. Pm performed. Circulation pump was serviced during the pm procedure. I.o circuit card was replaced. Serviced mixing pump, replaced the drain valves, heater with lot 2509, replacing both manifold o-rings, and replacement of the double bend tube and the chiller evaporator outlet tube. Coin cell battery was replaced. Circulation pump motor was replaced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A risk review is not required as the complaint is addressed by existing CAPA. Refer to investigation summary section for more information. Labeling review is not required because labeling could not have prevented this issue. A DHR review is not required as the complaint is addressed by existing CAPA. Refer to investigation summary section for more information. CAPA #1405844 has been opened for this failure. Refer to the CAPA for further action. The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. During evaluation, it was confirmed that the device was not filling as a test circulation pump was installed during decon to fill. Circulation pump was replaced during the pm procedure. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. Dfmea ra2800010, revision 26 was reviewed for this investigation. The reported event is addressed in step # ra102. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance, during assessment of arctic sun device it was noted both connections between the power inlet module and the ac main voltage circuit card were blackened and burnt / melted. Device not filling was determined by them to be a failed circulation pump. The observation of i.o. Card replaced due to not getting a good connection was determined to be a failed I/o card output on j6. Per sample evaluation results on 04jun2025, circulation pump motor had seized bearings.